Event description:
Father reported that the insulin shut off and the screen was blank despite battery changes. Through troubleshooting it was noted that the blank display did not return even after the insertion of a new battery. Insulin pump is being replaced. Customer's blood glucose reading at the time of the call was 298 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unit with blank display due to broken component on the interface board. Unable to perform displacement test due to a blank display. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and stained end cap sticker.